Event description:
A peritoneal dialysis (pd) pt reported that his cycler was alarming for a drain complication and he was not draining as expected. While troubleshooting he found a fluid leak under the cycler. He could not identify the source of the leak. The pt was advised to reset up the cycler with new supplies to complete treatment. The set was not made available for eval. During follow up, the pt's pd nurse reported that the pt did not have any signs of infection. He was not prescribed any antibiotics. He was continuing treatment as advised. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 month. A companion sample from one of the identified lots was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.